Event description:
The pt recently presented at another institution with erythema over the pacemaker pocket, but without any accompanying symptoms of systemic infection. The pocket was opened on 3/7/96, and necrotic material as well as pus was found. The pulse generator was removed and the leads capped, in that the pt is not pacer dependent. On 3/13/96 both the atrial and ventricular leads were extracted by means of excimer laser extraction catheter.